Event description:
It was reported that the consult reading data failed for this pacemaker. It was noted that the health care professional (hcp) tried multiple times, but the reading device data failed. The patient stated that they never had a device follow-up post implant. Ts provided a potential cause and transferred the hcp to a different department to page a representative for an in-person interrogation. The device remains in use. No adverse patient effects were reported.